Manufacturer narrative:
Currently, it is unknown to what extent the bard/davol bard flat mesh device may have caused or contributed to the patient's unspecified post operative complications. To date, medical records have not been provided and a sample was not provided for further evaluation. The patient's attorney did not allege any specific device failure or adverse patient outcome. Based on the limited information provided, no conclusions can be made between the reported post-operative complications and the bard/davol bard flat mesh used to treat the patient. Should additional information be provided, a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
As alleged by the patient's attorney and the implant operative report: on (B)(6) 2003 the patient underwent a laparoscopic assisted bilateral salpingo-oophorectomy, vaginal hysterectomy, an mmk procedure and cystoscopy. The operative implant record (sticker page) notes a bard/davol bard flat mesh was placed in the bladder area. The patient's attorney has alleged an unspecified adverse outcome in relation to the bard/davol bard flat mesh implant.